Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the system that caused a malfunction. The location of the leak was not identified. A new inflatable penile prosthesis consisting of 18 cm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the system that caused a malfunction. The location of the leak was not identified. A new inflatable penile prosthesis consisting of 18 cm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the implant was not inflating. The patient was doing fine.